Event description:
Reporter alleged the patient received a discrepant blood glucose result of 139 mg/dl on the inform system compared back to back with a result of 2 mg/dl on the lab system when testing was performed within 10 minutes. Reporter indicated that the patient was having respiration issues and not responding. Reporter stated the patient was treated with one or two amps of d-50. No other actions were reported taken or treatment received. A request was made for the return of the affected product.